Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# w60195, product type: accessory. Product ID: 3889-28, lot# va0un06, product type: lead. (B)(4).

Event description:
It was reported that during a stage 1 procedure today a lead was not implanted and was available for return and inspection. They put the lead in place and when they left the introducer in the lead they got good bellows response. When they removed the introducer, they got no physiological response. They tried putting the introducer back in and got response, but as soon as they took the introducer out, they got no response again. There was a curve in the packaging in the middle of the stylet, but the health care provider (hcp) just straightened it with their fingers when they took it out of the box. The stylet was damaged. They didn¿t know if this was the cause of the issue or if when they took the stylet out if the lead got damaged then. They lead would be sent back. Once they replaced the lead with a new lead everything worked fine.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found no anomaly. Analysis of the stylet found that the wire was bent, new out of the box.

Manufacturer narrative:
Concomitant: product ID neu_stylet_acc, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.